Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the deivce undelivered. The hosp rep stated thaey have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hr, channel c failed the accuracy test with a flow value -7.00% below the desired amount.